Manufacturer narrative:
Reference medwatch MFR # 2916596-2016-00004 for the previous admission in (B)(6) 2015 due to a bacterial driveline infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 2 months. The device has been returned for investigation. The evaluation is not yet complete. The event occurred at the (B)(6) hospital, (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). In (B)(6) 2015, the patient was admitted to the hospital due to a bacterial driveline infection and underwent surgical therapy (negative pressure wound therapy) and was also treated with drug therapy. It was reported that the patient remained in the hospital under medical treatment for the infection. The driveline infection could not be stopped therefore, the surgeons decided to exchange the pump. The patient underwent a pump exchange to another lvad on (B)(6) 2016. The explanted pump will be returned for evaluation. No additional information was received.

Manufacturer narrative:
The pump was returned assembled with percutaneous lead (lead) cut approximately 3.5 inches from the pump housing and the severed portion of lead was also returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities, surface wear, or damage. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.